Manufacturer narrative:
The pump was received with blank display due to moisture damage on electronic assembly. Moisture damage was found on motor assembly. The keypad was unable to be verified due to blank display. The pump was received with cracked case at display window corners and cracked battery tube threads.

Event description:
It was reported that the customer's insulin pump was submerged in the sea and damaged. It was reported that the customer had back up plan of manual injection. The customer's blood glucose level was reported to be 502.2mg/dl. It was reported that the device would be replaced and returned for analysis.